Event description:
The patient called the nurses station stating her IV site was bleeding. When the nurse removed the tegaderm with the intention of taking the IV catheter out, it was noted the catheter was no longer attached to the hub of the device. The catheter could be palpated by the nurse and the physician. The patient was taken to surgery in an attempt to remove the catheter from the cephalic vein on the dorsal lateral aspect of the right wrist with no success. Use of sono-site technology and CT were unsuccessful in locating in catheter inside the vein. The patient will be discharged with instructions to return to the facility in for any shortness of breath, pain, redness or swelling in the extremity. FDA safety report ID # (B)(4).